Event description:
Enduser states that she received the bed last week after coming out of the hospital, and the bed began shocking them immediately, anytime anyone touches the frame of the bed, it is giving out a shock that makes them jump. States daughter who is helping to take care of her, has heart issue and she is very worried the shock will affect her.